Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving baclofen at an unknown concentration and dose via an implantable infusion pump. It was reported that the wound opened up and the pump was removed. The issue was reported as resolved and the patient was alive with no injury. The device would be returned for analysis. No further complications have been reported as a result of this event.

Manufacturer narrative:
The pump was returned and passed all testing in the laboratory and no anomalies were identified. If information is provided in the future, a supplemental report will be issued.